Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly obtained blood glucose readings of "15, 14, 12, and 6.5mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision testing. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for precision testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (06/26/2013)-device evaluation: the test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/20/2013 with the following findings: the strips have passed testing with no faults found; the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).